Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the technician's glove was pierced by the distal end of the ruby coil pusher wire as the technician was removing the ruby coil out of its packaging; therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil. It was reported that there was no irregularity in the ruby coil pusher wire or its packaging, and that the incident was attributed to technician mishandling.